Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported that she had been feeling lightheaded for the past three months. Upon interrogation the right ventricular (rv) lead impedance measurements had increased from 900 to 1300 ohms and the threshold had also increased from 2.5 volts to 3.4 volts. The output was increased to 6.1 volts and the patient was given a holter monitor. Review of the data stored on the holter monitor showed intermittent loss of capture (loc) for this pacemaker dependent patient. The patient was brought back into the clinic and it was determined the symptoms were occurring when she was in a supine position. The rv lead threshold measurements were tested in supine and found to be high at 5 volts. The rv lead output was reprogrammed to 7.5 volts. Although the left ventricular (lv) lead had shown no sign of increased threshold measurements, the lv lead was also reprogrammed from lv tip to rv coil to lv tip to lv ring. At this time the rv lead remains in service and no additional adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed where the right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.